Manufacturer narrative:
Evaluation summary: the device and procedural images were provided for review. The stent was returned in a separate container as it stent was removed from the delivery system post removal from the patient. The balloon folds at the proximal side of the balloon were partially opened due to the absence of the stent. The distal tip was damaged. The middle stent segment was stretched and deformed. The first segment at one end of the stent was also deformed. Blood residue was evident between the balloon folds. In the distal tip and along the stent. No further damage was noted. From review of the procedural images, there appeared to be diffuse disease in the proximal and distal rca. Images were captured of the distal and proximal vessel being pre-dilated. The appearance of the lesion did not appear to be much improved after pre-dilation which indicates that the pre-dilations was most likely ineffective in opening up the stenosis and calcification to allow smooth access of the stent. (B)(4). Eval - results: tortuous, heavily calcified and diffuse disease present. Failure to deliver stent, stent deformation. Manipulation of stent. Conclusions: tortuous, heavily calcified and diffuse disease present. Manipulation of stent. (Stent deformed).

Event description:
The physician was attempting to implant a 2.25mm diameter x 8mm length endeavor resolute rx drug-eluting stent to right coronary artery (rca). The lesion was pre-dilated. The device could not cross the lesion and was withdrawn. Further pre-dilation was attempted. When the stent was inspected prior to reinsertion, it was noted that a stent strut was sticking out. An attempt was made to manually compress the strut with the intention of reusing. A decision was then made not to re-use the device. The device was inspected prior with no issues noted. The target lesion was heavily calcified and tortuous. The patient is reported to be stable post procedure and no additional clinical sequelae were reported.